Manufacturer narrative:
It was reported that the pre syncopal patient presented with noise on the right ventricular lead. It was reported that the lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
It was reported that the patient presented in remotely with the implantable cardioverter defibrillator in backup vvi. The device was reprogrammed, and the patient was stable.